Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer stated that he is waiting for the pump but has manual injection if needed. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 410 mg/dl. The alarm was explained to the customer that it may have been caused by a set/reservoir occlusion. The customer was advised and explained that we are unable to determine the cause of the alarm without a complete set change. Customer was to replace the set and reservoir as soon as possible. The customer was advised that we are sending a tpak of reservoir and infusion set to replace those used.